Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was high ventricular rate (hvr) episodes demonstrating noise and over-sensing on the right ventricular (rv) lead. Patient was brought into the office and upon pocket manipulation and isometrics similar noise was seen on programmer comparable to the hvr episodes. The physician capped and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.